Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: a post operative leak was found located in the proximal 1/3rd of the stomach. The leak was detected with the use of a scope. A stint was inserted and pt will take medication for 6-8 weeks. No buttress material was used with the reload. The pt was discharged and recovering.